Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was stuck near the insertion site during explant procedure. Boston scientific technical services (ts) suggested putting in a sheath or introducer across the point difficulty. This lead was explanted, and a new lead was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was stuck near the insertion site during explant procedure. Boston scientific technical services (ts) suggested putting in a sheath or introducer across the point difficulty. This lead was explanted, and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the allegation was confirmed based on the finding of stretched conductors near the tip of the lead. The lead damage occurred after surgery was initiated.